Event description:
A malfunction was reported on a pump by the caller, who confirmed no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these steps, the malfunction was resolved. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer acknowledged and understood.